Event description:
The patient turned off the therapy in 2009 due to shocking in the paresthesia area. The battery went into overdischarge. The manufacturer representative was able to get a charge initiated. Further information is being requested.

Manufacturer narrative:
(B) (4).